Manufacturer narrative:
Correction to g3: update the date to 03/08/2026. Additional information: h4, h6 (update codes) and h11. H4: the lot was manufactured between 18 march 2025 and 19 march 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid inside the device's bladder which suggested underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.(additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused during patient infusion via peripherally inserted central catheter (PICC). The device was filled with 8000 mg flucloxacillin in 230ml 0.9% sodium chloride (nacl). There was no report of patient injury or medical intervention associated with this event. No additional information is available.